Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat#5515-f-501; lot#utbbd; triathlon prim tib baseplate - cemented; cat#5520-b-400; lot#vosra; triathlon asymmetric x3 patella; cat#5551-g-350; lot#ht6e; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported to the rep 13 days post-op by surgeon that a stage 1 revision was performed on patient's left knee due to infection (infection confirmed by pathology but infecting microorganism not identified). All implants were removed and a spacer was implanted. No stryker personnel were present for the procedure.